Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A batch review has been performed which revealed that it met all of the acceptance criteria for release. The sample was not returned; therefore, a device analysis could not be performed.

Event description:
It was reported that a multi-pack intermate's bladder burst. The bladder burst during infusion on a patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.